Event description:
It was reported that during surgery, the ratchet handle did not ratchet even it was seated correctly. The ratchet handle was not able to perform the up and down motion. There is no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the ratchet was not ratcheting properly. The ratchet gear and sliding pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the ratchet handle did not ratchet even though it was seated correctly. The ratchet handle was not able to perform the up and down motion. It is unknown if there was patient impact or surgical delay. Due diligence is complete as no additional information is available.